Event description:
Related manufacturer reference number: 2017865-2023-00372. It was reported that during an implant an issue of unspecified helix malfunction and twisted material on the right ventricular (rv) lead and atrial (ra). The physician elected to explant and replace both the right ventricular lead right atrial lead. The patient was in stable condition.